Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The service engineer inspected the device and found the power supply faulty. The power supply will be replaced. The evaluation/repair of the device has not been completed

Event description:
It was reported that during set up an, 840 ventilator failed breath delivery power on self test (post). There was no patient involvement.